Event description:
The customer reported that their acuity system had rebooted. This resulted in a temporary inability to centrally monitor pt's, however bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.